Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was reproduced. The alarm was confirmed during a review of the event history log and evaluation found the upstream sensor readings were out of specification. The upstream sensor was replaced to correct this condition. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message during biomed testing. It was also reported there was no patient involvement.